Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. Radiographic images was not provided by the initial reported and the nail is not expected to be returned. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a lapidus arthrodesis surgical procedure and utilized a paragon 28 phantom nail system. The lapidus nail was reported to have broken post-operatively. It was reported that the physician allowed the patient to weight-bear early. It is said that the physician typically allows patients to weight-bear when the incision heals at about 2 to 3 weeks. The initial reporter indicated that the hardware was not removed, and the physician does not plan on a revision. The implantation date was not reported.